Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported patients with thin flaps. Additional received from the physician stated all flaps have been "very ,very thin." The remaining procedures were cancelled.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) checked the z offset and cut depth. The system meets company specification, and system verification was performed as per sir (service installation record). There is no indication a device malfunction caused or contributed to the reported event. System meets specifications. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).